Event description:
Debris fibers being found in the packs, most notably in the large white tray, but on other plastic components as well, possible lint fibers from blue cloth towels. Per (B) (6), the patient first noted to have a fiber in the anterior chamber at the corneal incision site at the two week postoperative appointment. The foreign body was successfully removed at the time of the second surgery and the patient is doing fine. The potential cardinal heath kit involved was either pq42eyomu or pq42eyom1 (medical center was unsure).

Manufacturer narrative:
Custom sterile has explained that their investigation consisted of a review of their video image and the special instructions. They have stated that the debris was coming from the towels and the ink from the syringes. Their corrective actions were made after contacting the sales representative. The following changes were made: the blue towels were changed to other types of towels (approved by the customer) and the syringes were placed in a plastic bag. All components are to be visually inspected for contamination and all plastic components will be wiped with alcohol.